Event description:
It was reported that a reamer was used during a procedure and the tip fractured off. The fractured piece was retrieved. There was no delay to the procedure or injury to the patient reported.

Manufacturer narrative:
Date of event - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.